Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Insulin pump was over delivering. The customer also reported that plastic retainer ring was cracked. Reservoir was able to lock in place. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned and reservoir will not be returned for analysis.